Event description:
It was reported by service report that there were sharp edges where the end cover was broken. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Foot end cover.